Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the estimated event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device data showed a pattern of glucose variability indicating potential over-treatment of hypoglycemia. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. Without more specific information from the user about the circumstances leading up to the event or a precise event date, the cause of the event cannot be determined. However, it is likely that this hypoglycemic event was caused by over-treatment of hypoglycemia leading to increased glucose variability and further increased risk of hypoglycemia, as well as entering an incorrect body weight into the device.

Event description:
On 10/15/24 a beta bionics clinical diabetes specialist (cds) was made aware from a healthcare provider (hcp) that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The exact event date was not reported but is estimated to have occurred on 10/15/24. The hcp reported during a shopping trip, the user's blood glucose dropped significantly, leading to loss of consciousness and requiring external assistance. Early on, the user struggled with adjusting to the ilet, reportedly over-treating lows and skipping meal announcements. The user had a recent visit on (B)(6)2024, with their hcp where a pump factory reset was recommended. Following this reset, the user input a lower-than-actual body weight, hoping for smaller insulin doses. While the initial adjustment seemed effective, the user began experiencing significant lows within two days. Despite prior training, the user canceled most follow-up appointments, and their hcp has since recommended that the user return to multiple daily injections (mdi) for further management.